Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No unexpected motor error alarm or rewind anomaly noted during testing. The motor was tested outside of the unit and passed. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. They woke up with a high blood glucose and the insulin pump was not working. They were very lethargic and thirsty. The customer's blood glucose level at the time of the hospitalization was 560 mg/dl. They were treated with insulin intravenous drip. For less than 48 hours they were not wearing the insulin pump prior to the hospitalization. The customer also received a motor error alarm. Troubleshooting was performed. They were unable to complete the insulin pump rewind. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.